Event description:
End-user reported infection to cut.

Manufacturer narrative:
Manufacturer has made three attempts to obtain more information from the customer to investigate this complaint. Manufacturer has provided customer with requirements for complaint investigation. This report is being filed resulting from an FDA inspection at the manufacture on 10/1-5/2012 where the manufacturer was cited for failure to make multiple attempts to obtain information for MDR decisions.